Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/12/2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated that at 7:00 pm on (B)(6) 2018, her husband found her sitting in a chair and mentioned she appeared to be sleeping. He checked her blood sugar and discovered it was 24 mg/dl and called the ambulance. He tried to administer the patient with orange juice and was successful. It was indicated that the patient was already coming to when the ambulance arrived, and her blood sugar was at 90 mg/dl. Additionally, the patient stated that she was unsure if the alert on the device did not sound or if she was experiencing effects of low blood sugar which caused her to realize that the device was not sounding. At the time of contact, the patient was doing good. No additional patient or event information is available.